Event description:
It was reported the valve was explanted due to an impeded leaflet resulting in leakage and elevated gradient. The valve was replaced with a tissue valve. Additional info has been requested.